Event description:
It was reported that when the device was used during an unknown procedure, malformed staples occurred. It is not known how the case was completed. There was no consequence to the pt.